Manufacturer narrative:
(B)(4). Flash and burr in port body one velocity injection port with the hooks partially retracted and 2.4 cms of catheter attached were returned for analysis. Upon visual inspection, consistent with event description, no puncture marks are noted on the port septum. There was some staining noted on the catheter, inside port connection housing and on port body. The hooks are not fully retracted, tips protruding from hook slots. A leak test and blockage test was performed with successful results. A functional test using sample applier was done. When actuating port manually (by turning the actuator ring) no resistance was felt compared to sample port. The returned port was disassembled: 4 staples are present and correctly positioned, port body detents and actuator ring detents are present, detailed microscopic analysis suggests some erosion of one of the detents. Events of this type continue to be trended and monitored.

Event description:
It was reported that post implant of a (B)(6) adjustable gastric band, there was difficulty during the adjustment process. Further investigation determined the port had flipped. The port was replaced. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.